Event description:
Ous MDR - it was reported that after an implant duration of 53 months the pacing impedance was out of range (>3200 ohms) , unipolar as well as bipolar. No adverse patient side effects were reported. The lead remains implanted. The lead is to be revised/explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the pacemaker data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received data were inspected. The data correspond to an interrogation of the pacemaker, talos sr with sn (B)(4), on (B)(4) 2013. The inspection confirmed values of the pacing impedance > 3200 ohms in unipolar and bipolar configurations, as mentioned in the complaint description. Further investigation of the data showed that the pacing threshold remained stable over the time frame recorded in the data. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The high values of the pacing impedance mentioned in the complaint description could be confirmed through the inspection of the returned pacemaker data. However, the threshold values remained stable. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. Should the lead under complaint be returned for analysis, this report will be updated.